Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call there was a call to paramedics due to high blood glucose. The blood glucose reading was 600 mg/dl. The customer began to experience diabetic ketoacidosis while at work and his body was not responding the insulin. The customer was treated at the hospital for five days. The customer was advised to call back if any further assistance was needed.